Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a primary audio background fail. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement (updated h6). Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case on the lower left front corner and right plunger case were cracked. Review of the event history log showed an occurrence of "primary audible alarm bgnd test." Functional testing included occlusion testing. The reported issue was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed.